Manufacturer narrative:
The complainant indicated that the device will bot be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been reported. A lot history search was performed and found one other complaint has been reported from this lot. The march 2007 15-month mid-uretheral sling complaint trent report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation that a patient received a transobturator mid-urethral sling procedure in 2006 with our advantage sling system. During the procedure, the physician inadvertently perforated the bladder with the trocar. The procedure was completed and the patient was discharged. A full recovery is expected. Post procedure, the physician noted that the patient's bladder was adhered to the left pubic bone essentially making it very difficuly to maneuver during the procedure.